Manufacturer narrative:
It was determined that the issue was caused by the old version of the timing belt. The alarm log showed alarm messages corresponding to the issue. After the timing belt exchange, no similar problems have recurred.

Event description:
The customer reported that they received discrepant results for five patient samples tested for estradiol, progesterone, and intact human chorionic gonadotropin + the ss-subunit (hcgb). All five patient samples had erroneous results for estradiol reported outside of the laboratory and one of these samples had an erroneous result for hcgb reported outside of the laboratory. Samples were repeated twice on two e411 instruments. The customer was asked, but could only provide one set of repeat values for each patient. The customer was also asked, but could not specify which e411 analyzer was used to repeat each sample. The first patient sample initially resulted as 1629 pg/ml for estradiol and 18.25 miu/ml for hcgb. The initial results were reported outside of the laboratory where they were questioned by a physician. The sample was repeated on (B)(6) 2014 and resulted as 281.1 pg/ml for estradiol and 39.09 miu/ml for hcgb. The repeat results were reported outside of the laboratory as correct results. The second patient sample initially resulted as 615.2 pg/ml for estradiol. The initial result was reported outside of the laboratory where it was questioned by a physician. The sample was repeated on (B)(6) 2014 and resulted as 95.91 pg/ml for estradiol. The repeat result was reported outside of the laboratory as the correct result. The third patient sample initially resulted as >4300 pg/ml for estradiol. The initial result was reported outside of the laboratory where it was questioned by a physician. The sample was repeated on (B)(6) 2014 and resulted as 627.7 pg/ml for estradiol. The repeat result was reported outside of the laboratory as the correct result. The fourth patient sample initially resulted as >4300 pg/ml for estradiol. The initial result was reported outside of the laboratory where it was questioned by a physician. The sample was repeated on (B)(6) 2014 and resulted as 609.4 pg/ml for estradiol. The repeat result was reported outside of the laboratory as the correct result. The fifth patient sample initially resulted as 1200 pg/ml for estradiol. The initial result was reported outside of the laboratory where it was questioned by a physician. The sample was repeated on (B)(6) 2014 and resulted as 202.3 pg/ml for estradiol. The repeat result was reported outside of the laboratory as the correct result. The customer was asked, but did not know if the patients had been adversely affected. No adverse events were alleged. The estradiol reagent lot number was 173677 with an expiration date of 09/29/2014. The hcgb reagent lot number was 175098 with an expiration date of 03/30/2015. The field service engineer checked the instrument. The s/r probe lld voltage was checked. The s/r probe position was checked and the position was corrected because the sample cover was too close to the s/r probe. The s/r probe z-belt was changed to a new type. The mixer paddle was checked and no problem was found with the position of washing and mixing. The rotation speed of the paddle was adjusted. Condensation was found on the bottom of the reagent disk, so this was wiped off. The customer was asked to check condensation at the bottom of the reagent disk hereafter. A system volume check was performed both before and after exchange of the pinch tube. The volume check was performed 3 times each and these were ok. The quality controls were checked and these were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The field service representative checked the instrument. After the instrument check, quality controls were performed for all routine tests and these were acceptable. At this point, the customer has not reported a recurrence of the issue.